Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 14 apr 2024, it was reported that an alarm 2 followed by alarm 26 twice within 24-hour period due to the infusion set cannula was kinked and the other was bent. The symptoms were noticed within 3 or more hours after insertion for all events. The set was inserted in upper buttocks for all events. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.